Manufacturer narrative:
Analysis of the returned device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient fell and developed a hematoma at the ipg site. The physician decided to remove the device. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned and analyzed.